Event description:
It was reported that the right ventricular (rv) lead had decreased sensing amplitude. The polarity was reprogrammed and the lead remains in use. The patient was enrolled in the (B)(6) study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.